Event description:
The hospital reported the unit alarmed "system leak" during a case. The flow sensor module was replaced, and the case continued with no further complaint. There was no reported pt injury. A ge healthcare service rep performed a checkout of the equipment. The expiratory flow sensor diaphragm was noted to be stuck in the open position. The service rep inspected the customer's spare flow sensors and noted three of the sensors had a diaphragm stuck in the open position.

Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 2112667-2013-00005. A ge healthcare service rep performed a checkout of the equipment and confirmed the reported complaint. The unit will continue to alarm until the flow sensor is replaced. Manual mode of ventilation is available to maintain ventilation of the pt. Flow sensor of this type are customer replaceable, are recommended for replacement after 3 months, and are warranted for 6 months. The maintenance schedule in the user reference manual states: "replace the disposable flow sensor (plastic). Under typical use, the sensor meets specs for a minimum of 3 months." In engineering eval, the stuck diaphragm has been able to be reproduced by: a hard impact, such as dropping the flow sensor, or by sticking an object into the flow sensor, causing the diaphragm to stick open. If a sensor is subjected to a hard impact, it is still unlikely that the diaphragm will get stuck in the open position. This failure mode requires an impact in a very limited orientation to result in the inertia needed to force the diaphragm into the stuck open position.